Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm epic max was chosen for a procedure. The valve was successfully implanted. On (B)(6) 2025, upon awakening from nap the patient presented with speech impairment with deviation of the corner of the mouth, weakness of the lower right body and visual impairment. The patient was diagnosed with ischemic stroke due to occlusion at the right distal m2 level. A mechanical thrombectomy was performed. The patient was reported stable.

Manufacturer narrative:
No apparent adverse event was reported. There is no allegation of malfunction against the epic max valve. However, the device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. A returned device assessment could not be performed as the device was not returned for analysis. Based on the available information, there are no patient effects related to the epic max valve. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm epic max was chosen for a procedure. The valve was successfully implanted. On (B)(6) 2025, upon awakening from nap the patient presented with speech impairment with deviation of the corner of the mouth, weakness of the lower right body and visual impairment. The patient was diagnosed with ischemic stroke due to occlusion at the right distal m2 level. A mechanical thrombectomy was performed. The patient was reported stable.

Event description:
N/a.

Manufacturer narrative:
An event of speech impairment, mouth corner deviation, right-sided weakness, and visual impairment, ischemic stroke due to occlusion at the right distal m2 level, and thrombus was reported. A more comprehensive assessment, including histopathological examination of the valve could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported speech impairment, facial asymmetry, weakness, visual impairment is likely a cascading effect of the ischemic stroke resulting from the thrombus. However, the cause of the reported thrombus could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.